Event description:
(B)(4). Significant abdominal bloating. I appear to be at least (B)(6) pregnant. (B)(6) weight gain. Worsening acne. Lower back pain. Pelvic pain. Increased vaginal discharge. Irregular vaginal bleeding.